Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00142. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent gynecological procedures to treat pelvic organ prolapse and stress urinary incontinence in (B)(6) 2005 and (B)(6) 2007 and mesh was used. It is unknown which date the pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures on (B)(6) 2007 and (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to dyspareunia and posterior vaginal pain. Mesh revisions/removals were performed on (B)(6) 2006 and (B)(6) 2008 due to exposed mesh and failed mesh procedure due to extrusion.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 05/17/2016.

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). Additional narrative: it was reported that following insertion the patient experienced infection, bowel problems, recurrence, bleeding and vaginal scarring. No additional information was provided.